Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump sensor had a lost connection and high blood glucose event. Customer also reported high blood glucose of 423 mg/dl and treated. Customer stated that the sensor would not connect to the transmitter. Customer reported that the transmitter did not blink when connected to the sensor and the transmitter pins looks damaged. No high blood glucose troubleshooting was performed. The customer was advised that the transmitter needs to be replaced. The product is not expected to return for analysis.